Event description:
It was reported that t:slim x2 pump battery would not charge, with a power source alert appearing and the pump not recognizing any charging connection despite use of working outlets, tandem charging cables, wall adapters, and alternative cables and adapters, though pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to put pump into storage mode before return, and was advised to reenter pump settings, reconnect continuous glucose monitor, follow setup steps for replacement pump software version, and return malfunctioning pump using pre-paid label while tandem technical support arranged shipment of replacement pump within warranty.